Event description:
Customer used idb and it broke off in between her teeth. Although there was no damage to permanent structure, customer did visit to urgent care to remove broken piece of idb. Her jaw is sore from having her jaw open for a long amount of time.